Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25153417 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 10 dec 2020. Photographs were provided by the account, the delivery device was observed outside the loading device with no signs of blood. The anchor and tension spring assembly remained inside the delivery device in the pre-deployed position. The white plunger on the delivery device remained not pressed. The product was investigated on 28 dec 2020. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The delivery device was returned outside of the loading device. The anchor and tension spring assembly remained inside the delivery device in the pre-deployed position. The seal was extended outside the delivery tube. The seal was then pulled out from the delivery device for inspection. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. The plunger was not depressed. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.198 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.500 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). When removing the tube from the loading devce after loading the loading device to use this product, the seal is incompletely settled in the tube and cannot be used. It was used as a new product and the surgery was finished, and there is no damage (blood loss etc..) For the patient.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). When removing the tube from the loading device after loading the loading device to use this product, the seal is incompletely settled in the tube and cannot be used. It was used as a new product and the surgery was finished, and there is no damage (blood loss etc..) For the patient.